Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b2: specific death date is documented as unknown. Details are listed in the attached article. Section b3: date of event has been entered as 01jul2024, since the date of lvad implant occurred between nov2014 and jul2024. Author information: f. Cali, et al. The journal of heart and lung transplantation 44 (2025) 44(4): s446. Doi: 10.1016/j.healun.2025.02.964. Department of cardiology, columbia university irving medical center, new york. Manufacturer's investigation conclusion: the reported event of mortality could not be confirmed through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. No further information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A is currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿impact of age =70 years on long-term survival and readmissions in heartmate 3 patients¿ identifying that the heartmate 3 (hm3) was associated with increased risk of death in patients age 70 years or more. This was a retrospective study where patients implanted with hm3 from nov2014 to jul2024 were evaluated. Five-year survival and risk of death were analyzed. Of 372 hm3 patients, 88 (23.6%) aged =70 years (median 74 [72- 77] years) and 284 (76.4%) aged < 70 years (median 58 [50- 62] years. Over a median follow up of 698 [296-1299] days, 74 (19.9%) patients died. Patients =70 vs < 70 had an increased risk of death with a 5-year survival of 57.8% vs 70.9%. Within the cohort, 94.6% of patients were discharged alive after left ventricular assist device (lvad) implant and experienced 947 unplanned readmissions. The median time to first readmission was 185 [39-450] days.